Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The pump battery dropped from 14% to 5% suddenly. Subsequently the pump shut off due to insufficient power. The customer was able to connect the pump to a power source and resume insulin therapy. There was no impact to the customer's blood glucose level due to the battery issue. It was also reported that the customer was experiencing an elevated blood glucose (bg) level on (B)(6) 2016 (391 mg/dl). The customer delivered a correction bolus via the pump to address the elevated bg level. The contact stated the reason for the elevated bg level was unknown. Troubleshooting could not be performed as the event had happened in the past and the customer had already changed out all supplies.

Manufacturer narrative:
Addition of evaluation codes regarding reported high bg.